Event description:
A malfunction was reported by a customer who received a pump malfunction code indicating the pump could not operate. There was no adverse impact to the customer¿s blood glucose level. Efforts to contact the customer by phone were unsuccessful, but a follow-up email was sent, and the case was subsequently closed.